Manufacturer narrative:
The customer¿s report that a bubble was discovered in the silicone tubing was confirmed. Visual inspection of the set noted the silicone segment tubing had a bubble (.6885 inches long, .4615 inches wide) starting at the ring retainer of the upper fitment. Clear liquid was observed inside both the set¿s tubing and the drip chamber. No other anomalies were observed. Functional testing found the silicone segment walls to be concentric. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 120ml/hr and vtbi 120ml for 1 hour. No issues were noted by the device. The silicone segment did not bubble and the device did not alarm. Pressure testing confirmed ballooning. The bubble is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that after the set was primed and the tubing inserted into the device, the user stated that the device alarmed for occlusion alarms. After troubleshooting the rn discovered a "bubble in the silicone segment .¿although requested there are no additional details provided at this time.

Manufacturer narrative:
The customer¿s report that a bubble was discovered in the silicone tubing was confirmed. Visual inspection of the set noted that the silicone segment tubing had a bubble (.6885 inches long, .4615 inches wide) starting at the ring retainer of the upper fitment. Clear liquid was observed inside both the set¿s tubing and the drip chamber. No other anomalies were observed. Functional testing resulted in the silicone segment walls to be concentric. Pressure testing confirmed ballooning. The primary infusion was programmed at a rate of 120ml/hr and vtbi 120ml for 1 hour. No issues were noted by the device. The silicone segment did not bubble and the device did not alarm. The bubble is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that after the set was primed and the tubing inserted into the device, the user stated that the device alarmed for occlusion alarms. After troubleshooting the rn discovered a "bubble in the silicone segment." Although requested there are no additional details provided at this time.